Event description:
Customer stated "a flame came of the rubber meets the plastic". The product has not been returned for investigation. Customer also did not provide a lot number. Customer/user did not seek out medical attention. Without product or lot number, bce cannot investigate further.